Manufacturer narrative:
Concomitant medical products: 5076 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing due to lead-on-lead interaction was noted on the right ventricular (rv) pace/sense lead working in conjunction with defibrillation coils of a different rv lead. A large number of short ventricular intervals were also noted. The leads remain in use. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d), which was noted to be at end of service (eos), exhibited a long charge time, a charge circuit timeout, and an inactive charge circuit. The crt-d remains in use. No patient complications have been reported as a result of this event.